Manufacturer narrative:
The customer representative examined the system and found the issue to be related to the fiber and not with the system. The customer representative advised the customer to replace the laser indirect ophthalmoscope (lio) probe to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on august 6, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the laser power was low, the probe was defective and the aiming not aligned. Additional information has been requested.